Event description:
It was reported after unpacking the multi-link 8 stent delivery system from the box and during removal of the protective sheath, the stent dislodged from the stent delivery system. The device was not used, but an unspecified stent was deployed to complete the procedure. There was no patient involvement as the multi-link 8 stent delivery system did not enter the patient anatomy. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar stent dislodgment incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.